Event description:
The (B)(6) fire department is writing to formally express our serious concerns regarding the performance and reliability of the stryker lp35 monitors recently deployed within our organization. These monitors are essential to the delivery of emergency medical services, and the repeated failures we have experienced have compromised both operational readiness and patient safety. Upon initiating training with the lp35 monitors in april, we immediately encountered problems with faulty pulse oximetry (spo2) cables, all of which required replacement. Beginning in may, additional and more significant failures were observed across multiple units, including the inability to accurately read cardiac rhythms when connected to patients. To date, at least six (6) lp35 monitors have demonstrated this critical malfunction. Despite repeated service interventions, including replacement of leads and inspection by stryker technicians, the monitors continue to fail. This has left our department in the unacceptable position of relying on medical devices that do not consistently function as intended. As of this letter, no effective resolution or long-term corrective action has been provided by stryker. We can provide further documentation/details upon request. Pt code: 4582. Device code: 1535. Reference reports: mw5176382, mw5176383, mw5176384, mw5176385, mw5176386.